Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm) . After performing the operation of pushing the pressurized system to the developing system and inserting the developing system into the aorta (after using the actuator), the opening of the aorta could not be completely closed by the pressurized system. Judged that the push-through was poorly deployed, the surgeon judged that there was a problem, and removed the pressure seal with the condition spring remaining in the tube of the vacuum system. (Thus, it is possible that sufficient pressure adjustment was not performed on the pressure seal.) Hospital saw bleeding for a moment, but pressed the opening with finger and kept it to a minimum. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory for evaluation on 11mar2020. An investigation was conducted on 18mar2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned with the tension spring assembly inside the delivery device tube and the seal and anchor found outside the tube, indicating an activation problem. The white plunger on the delivery device was observed to be depressed with the blue slide lock disengaged. Blood was observed both in and on the delivery device and the delivery tube, indicating an attempt to insert the device into the aorta. No measurements of the delivery tube was conducted due to the presence of blood. The seal and tension spring assembly was removed from the delivery device. There was a rim of blood observed on the seal, however the seal was observed to be intact, with no visual defects observed. Based on the returned condition of the device the reported failure "activation problem" was confirmed. The reported failure "leak" was not confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm) . After performing the operation of pushing the pressurized system to the developing system and inserting the developing system into the aorta (after using the actuator), the opening of the aorta could not be completely closed by the pressurized system. Judged that the push-through was poorly deployed, the surgeon judged that there was a problem, and removed the pressure seal with the condition spring remaining in the tube of the vacuum system. (Thus, it is possible that sufficient pressure adjustment was not performed on the pressure seal.) Hospital saw bleeding for a moment, but pressed the opening with finger and kept it to a minimum. A replacement device was used to complete the procedure. The hospital did not report any patient effects.